Event description:
The report received from the affiliate indicated that the cypher crb13250 stent was already deployed into the obtuse marginal (om) and the hub cracked when trying to post-dilate with the balloon catheter on the stent delivery system (sds). This occurred while inflating the device with positive pressure. The balloon was inflated but did not hold pressure. The gauge on the indeflator indicates loss of pressure when the anomaly was noted and it went down to zero atm. Pressure was maintained for 2-3 seconds before the anomaly was noted. Fluid squirted out with force from the stopcock. The physician removed the device from the patient and then checked the hub to find it was cracked. A non-compliant balloon was inserted for post-dilatation to finish the procedure. There were no adverse effects to the patient. Pci was performed on a lesion in the om with unk lesion and vessel characteristic. There were no anomalies noted on the device when taken out of the package. The device had not been resterilised. The device was not pulled from the packaging by the hub and no anomalies were noted at that time. The device was prepped following IFU instructions. There was no difficulty encountered while flushing the device or while connecting the hub to an abbot 20/30 priority pack inflation device. No anomalies were noted after the device was prepped. There was no resistance advancing the product to the lesion and the device was not torqued or steered by the hub. No anomalies were noted after the device was delivered to the lesion or while pulling negative pressure.

Manufacturer narrative:
Please note that this device is not distributed in the united states but belongs to the same class of device as the united states distributed cypher sirolimus drug-eluting stent. The device was returned for analysis but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.